Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for MFR. Evaluation. A definitive conclusion regarding the compliant incident cannot be reached w/out physical exam. Of the complaint sample. The lot number has not been attainable to date. A sap search of lots delivered to the patient in the past three months was conducted. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak. During follow up w/ the rn she confirmed that there was an internal blood leak that occurred on (B)(6) 2015. Estimated blood loss was 100cc's. Blood was not visually observed; blood test strips were used and tested positive. The machine did alarm. There was no damage seen on the dialyzer. Blood flow rate: 400; dialysate flow rate: auto 2. The patient did not experience any adverse effects or seek medical attention. The patient completed his treatment on a different machine w/a new set-up. The actual sample is not available.

Manufacturer narrative:
The complainant facility was unable to provide a sample for evaluation. A definitive conclusion regarding the event cannot be reached without a physical examination of the complaint sample. Review of the batch production record did not reveal a probable cause for the customer complaint. Therefore, the reported complaint is not confirmed. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months and a device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.